Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors were broken, wire was visibly broken. It happened during procedure when surgeon moved the wrist of instrument in one direction and wire became visible, broken. Patient was not harmed the procedure was performed with a backup instrument of the same kind, no material was left in the patient. The procedure was completed with no reported injury.